Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that patient has been having some issues and healthcare provider wanted to check everything out. MRI would be of the head and neck. It was noted that the reason for MRI was to check on patient's device, wire and lead placement. Patient was experiencing shocking and some of patient's symptoms were returning. The patient's symptoms were not nearly as bad as they used to be. The caller stated she did not even understand them. Some days were great days and some days were worse. The symptom reported did not happen all the time. It was indicated that patient hit growth spurts. The patient had device put in when she was (B)(6) and now she is almost (B)(6). A week later, the healthcare provider reported that impedances were checked and all were within normal limits. Patient was programmed in bipolar and x-rays results were all normal. The causes of shocking and returned of symptoms were not determined. It was also noted that the shocking and returned of symptoms has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.